Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
Doctor reported that during uncovering cover screw could not be removed. Under high torque implant got loose from bone. Cover screw is still fixed. Implant was removed. Tooth site 16.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Upon follow up it has been identified that this report has already been registered and submitted under (B)(4). Therefore, no additional reports would be submitted under (B)(4).

Event description:
No further event information is available at the time of this report.